Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging does not turn on - strip. The subject meter would not turn on when the test strip was inserted. In addition, the meter would quickly turn off after being powered on via the power button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent.